Manufacturer narrative:
Device received with cracked and scratched keypad overlay. Device received with minor scratched lcd window. Unit received with missing retainer ring and reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was damaged around the reservoir compartment. Customer's blood glucose was 6.3 mmol/l. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.